Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 60 percent remaining to 2 percent remaining over the course of approximately six months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 60 percent remaining to 2 percent remaining over the course of approximately six months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates that this patient passed away. The cause of death was not related to the functionality of the device.